Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former and one used needle suture combination in two sections were received for analysis. The product code sxpp1b104. During the visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture pieces were examined and the ends were observed to be cut probably by a surgical instrument and do match between them. In addition, body fluids were found on the strand. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The following information was requested but unavailable: - when did the alleged deficiency occurred (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)?

Event description:
It was reported that a patient underwent and unknown orthopedic surgery on (B)(6) 2025 and a barbed suture was used. During the procedure, the suture was broken although no extra tension was applied. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.